Manufacturer narrative:
Information added/updated to section b4, b5, e1, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). E1 (telephone number): (B)(6). The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence via confirmation of visible air via imaging evaluation. No product was returned for evaluation. A DHR review of the lot in question revealed no non-nonconformances related to the event. Imaging evaluation confirmed presence of air at the point in the procedure described in the event description. Available information suggests procedural factors such as leaving the guide sheath empty for an extended period and inserting the implant system into the guide sheath farther than typically prescribed likely contributed to the reported event. Bench top testing with a representative guide sheath corroborates leaving the guide sheath empty for an extended period can lead to air accumulating inside of it under low pressure conditions. Additionally, the implant system being inserted farther than typically prescribed can increase the likelihood that accumulated air is pushed out of the guide sheath distally.

Event description:
Per the report received from canada, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, air embolism was detected. The patient was under general anesthesia. There were no issues during device preparation. No saline drips or pressure monitoring devices were attached to any of the device handles. The syringe remained on the introducer until the guidewire was inserted, and the guide sheath (gs) was elevated while insertion into the patient. The gs was aspirated as per IFU. After deploying the first implant, the implant system (is) was removed from the gs, and then the second is was prepared. The gs remained empty for about 10 minutes before introducing the second is because the 2nd device prep was taking longer than anticipated. The second is was inserted about 10 cm into the gs prior to aspirating. The physician acknowledged that the is was inadvertently advanced more than prescribed due to quick insertion. After retracting the loader back, air bubbles was observed on echo. As per the physician's medical opinion, the amount of air observed was more than usual for a teer procedure. The patient experienced st-elevation, tachycardia and hypotension. Cardiopulmonary resuscitation was required to circulate medications for hypotension (inotropes). After the patient stabilized, a full 45cc aspiration of the gs was then performed and the procedure continued. In total, 3 devices were implanted. The patient was stable and doing well the next day. Initial mitral regurgitation (mr) grade was severe, mr grade after the procedure was mild.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as the pascal device remained implanted and the guide sheath was discarded after the procedure. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, during a pascal precision ace procedure in mitral position, air embolism was detected. The patient was under general anesthesia. There were no issues during device preparation or implantation. The first device was implanted without problem. After introduction of the second implant into the guide sheath, air was observed on imagery. Subsequently, the patient experienced st-elevation, tachycardia and hypotension. Cardiopulmonary resuscitation was required to circulate medications for hypotension (inotropes). Three devices were finally implanted in total. Initial mitral regurgitation (mr) was severe, and mr after procedure was mild. The patient was stable and doing well the next day with no sequelae.